Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an 800cc mentor memorygel breast implant (right) and an unknown mentor gel implant (left) and experienced capsular contracture post procedure. The right sided capsular contracture was baker¿s grade iii and the left sided capsular contracture was baker¿s grade ii. When the devices were being replaced bilateral rupture was also noted. The devices were replaced with 750cc mentor memorygel breast implants. This report relates to the left implant. See 1645337-2019-08938 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/4/2019. Device evaluation summary: it was reported that a 39-year-old caucasian female underwent primary breast augmentation with an 800cc mentor memorygel breast implant (right) and an unknown mentor gel implant (left) and experienced capsular contracture post procedure. When the devices were being replaced bilateral rupture was also noted. The device was received with clear gel. No foreign material was observed within the device and gel was observed on the shell surface. During evaluation the device was severely rented and was received incomplete. The patch was not returned with the implant. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. According to the information provided, the mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).